Event description:
It was reported that the akreos ao60g iol did not exit the viscoject 1.8 delivery device properly due to a split cartridge during insertion. The incision was enlarged to remove the lens, and a back up lens was implanted. This report is for the pt's left eye. Please reference MDR#: 1119279-2012-00214 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress, results will be submitted to the FDA in a supplemental report.